Event description:
Per contact, during the procedure, the md was unable to fire any of the bands. Wilson cooke ligator was used to complete the procedure successfully. Contact states md is an experienced user of ligator. He tried to fire the bands outside of the patient. The md met no resistance when he turned the handle; the handle made a click but no band fired. Contact stated click did not sound normal. An olympus egd scope was used. Customer is sending back same lot sample.